Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a documented lowest blood glucose of 64 mg/dl and low glucose lasting about 30 minutes; the device provided low and urgent low alerts, and the user self-treated with oral carbohydrates (pudding) after receiving troubleshooting and education on low glucose protocol and charging. Symptoms included hypoglycemia without loss of consciousness or other reported acute effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake review and user counseling on troubleshooting and appropriate treatment of low glucose. Investigation of this case revealed no device malfunction reported and no need for repair or replacement based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.